Event description:
Per independent repair center statement, the irc5po2 concentrator was alarming (red light) causing high pressure/no switching. The key failure was the valve manifold was defective/sticking. Additional malfunction was the pe valve for the sieve beds were defective.